Event description:
The customer reported that a patient developed colitis after a procedure using a colonoscope processed in the reliance eps.

Event description:
The user facility was unable to identify or determine what eps cycle the scope was processed with or what day the scope was processed on. The facility stated a process indicator was placed and it passed. The user facility has reported that the patient is fine with no sustaining injuries.

Manufacturer narrative:
(B)(4) reviewed the reliance dg lot and confirmed it was manufactured to specification with no non-conformances. The cup and dry chemistry contents were found to be in good condition. The cup was placed into hopkin's laboratory reliance eps with a chemical indicator and completed a cycle without issue; no residual or cds was observed in the cup and the indicator passed. A steris clinician completed an in-service on (B)(4) 2012 regarding the facility's reprocessing practices, including pre-cleaning, placement and removal of scopes into eps, the operation of eps and scope storage practice.

Manufacturer narrative:
The customer requested steris to inspect the reliance eps as part of their root cause investigation into the reported event. We will provide a follow-up report when additional information is available.